Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. No conclusion can be drawn.

Event description:
As reported, in 2008, this pt was implanted with gore tag thoracic endoprostheses for a thoracic aortic aneurysm. A gore viabahn endoprosthesis was implanted within the left common carotid artery. The tag devices were implanted intentionally covering the left subclavian artery and partially covering the left common carotid artery. On july 19, 2008, the pt expired. The official cause of death was reported to be a cerebral vascular accident with seizure-like activity. An autopsy was not performed. The devices remain in the pt.